Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2015 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon reported he has a patient who has a needle left in him and wants to preform an MRI. Additional information is not available.